Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was successfully implanted. On (B)(6) 2015, the patient experienced recurrent decompensation related to central and paravalvular leaks. The patient was hospitalized (B)(6) 2015 for diagnostic testing, ECG, lab analysis and was given amiodarone. The event resolved on (B)(6) 2015.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was successfully implanted. On (B)(6) 2015, the patient experienced recurrent decompensation related to central and paravalvular leaks. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 for diagnostic testing, ECG, lab analysis and was given amiodarone. The event resolved on (B)(6) 2015. Additional information received on (B)(6) 2017, indicated the patient died at home on (B)(6) 2017 due to geriatric cahexia. (Clinical study patient ID: b)(6)).

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was successfully implanted. On (B)(6) 2015, the patient experienced recurrent decompensation related to central and paravalvular leaks. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 for diagnostic testing, ECG, lab analysis and was given amiodarone. The event resolved on (B)(6) 2015. Additional information received on (B)(6) 2017, indicated the patient died at home on (B)(6) 2017 due to unknown causes. The site states the event is not cardiac but possibly related to the valve. (Clinical study patient ID: (B)(6)).